Event description:
It was reported that continuous glucose monitor displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical staff, confirmed error did not appear again, and successfully started new sensor session.